Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. Two opened probes with tip protectors in trays with other items were received for the report. Sample 1 was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation, conforming for aspiration and nonconforming for cut. No abnormal sound was heard. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks on cutting edge, bend area and several other areas on the inner cutter. Sample 2 was visually inspected and found to be nonconforming with orange/brown foreign material inside the port. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all three tests. No abnormal sound was heard. The probe engine was disassembled, and the components inspected. The diaphragm, spacer, top o-ring are all intact. Front housing o-ring inner diameter was damaged. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the complaint evaluation confirms that sample 1 probe had a cut failure. The root cause for the no cutting is the observed gouge marks. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the dfu (directions for use) the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. Sample 2 was conforming for all functional testing. No further investigative or manufacturing actions are warranted at this time as no abnormal sounds were heard in sample 1 or sample 2 and due to the observed cut failure of sample 1 was due to excessive use of the probe by the user. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. Sample 2 was conforming for all functional testing. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the cutter cutting was not spinning properly and abnormal sound was made before intraocular lens implantation (iol) surgery. The surgery was completed on the same day after replacing the product with another one. There was no impact to the patient.